Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Analysis was normal. No anomalies were found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 39.7cm to 40.7cm from the distal tip consistent with lead friction to the ICD can. The silicone tubing was not abraded in this location.

Event description:
It was reported that the patient presented the hospital for lead extraction and because he requires a device upgrade and patient¿s left subclavian venomous system was occluded. The rv lead was explanted due to high thresholds. The procedure was completed with no complications. The patient is stable.